Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 26mm, non-abbott ballon. During pre-bav, the patient experienced cardiac arrest and lasting more than 20 minutes. During the event (cardiac arrest), the physician decided to implant the valve in an attempt to stabilize the patient. During the procedure, the valve was able to be implanted at a depth of 0mm both on the left-coronary cusp (lcc) and right coronary cusp (rcc). Cardiac massage was performed to resolve the event. Upon stabilization of the patient, it was observed the valve was positioned too high and a second 35mm, navitor vision valve was selected for implant. At 80 percent, the valve was placed a depth of 4mm and upon release it migrated towards aorta and observed at a depth of 0mm on the all the cusps. Post-implant, trace pvl leak was reported with a very low gradient. Post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 22mm, non-abbott balloon due to iso. Trace unspecified leak remained unchanged. The user believe the valve expanded non-uniformly due to the calcium. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.